Event description:
Additional information was received indicating that the patient was admitted to the hospital on (B)(6) 2013 with general malaise and cola colored urine for 2 days. The patient's mean arterial pressure was extremely low and he appeared dehydrated. The patient was admitted directly to the ICU. The patient's labs showed hepatic congestion and renal failure. It was reported that the patient was aggressively treated with dialysis and a temporary rvad in an attempt to resuscitate him. A bedside echocardiogram noted there was no obstruction seen but revealed that the patient's aortic valve (av) was open during systole, possibly suggesting low left ventricular flow. This was new for the patient as his av had always remained closed. On (B)(6) 2015, a ramp echocardiogram confirmed that the lvad "was not working as it should" as the patient's av was always open. There was no septal shifting when ramping the pump speed up and down. Higher than normal pulsatility index (pi) values and occasional pump power spikes were noted. The patient's international normalized ratio (inr) on admission was 5.6 with a goal inr of 2.5-3.0. The patient's inr was therapeutic three days prior to admission. The patient decompensated quickly with multi organ failure and expired on (B)(6) 2013.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that after approximately 3 months of support on the lvad, the patient expired. The cause of death was reported as possible pump thrombosis. According to information received, the pump was not explanted. No other information was provided.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the suspected thrombus could not be conclusively determined. The pump was not explanted and therefore not available for analysis. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.